Event description:
The user facility reported that the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The case was completed with no adverse consequences. There were no adverse consequences, no medical intervention and no clinically significant delay.

Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that the housing broke during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The case was completed with no adverse consequences. There were no adverse consequences, no medical intervention and no clinically significant delay.